Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging sinus infection. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of sinus infection related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on oct 13, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, sinus infection that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an exterior investigation, the manufacturer observed that there is an unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance.there is an unknown yellowish-brown residue present on the rear panel and around iso port. There is unknown dust/dirt contamination behind the ui knob. During an interior investigation, the manufacturer observed there is unknown debris in the tracks of the ui panel. Pil notes that there are mineral deposits present on the motor casing and blower housing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. There is unknown dirt and debris present in blower box housing. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The secondary findings were found by manufacturer that there is a keratin-like substance was observed around the blower box outlet. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirms the presence of contamination in the airpath and unable to address the patient's symptoms. Sections d9, g3, h2, h3, h6 has been updated in this report.